Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer's arm was bleeding when she removed sensor. The customer's blood glucose value was unknown at the time of the incident. The customer's mother stated that the sensor or introducer needle did not fractured while in the body. The customer's mother also reported that the needle was hard to remove. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the there was no medical intervention and updated treatment description to other.